Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The product sample has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the sample evaluation, or if any additional information is received.

Event description:
A customer reported to baxter (B)(4) that a spike was bent on the transfer set. There was no patient injury or medical intervention reported. No further detail is available at this time.

Manufacturer narrative:
(B)(4). This report was is a duplicate file. Please refer to manufacturer report number 1423500-2010-05035.